Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to perspiration. Her blood glucose level was 84 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.